Event description:
It was reported that before an unknown procedure, the detachable anvil couldn't connect with integrated trocar tightly. It is unknown if another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B) (4). (B) (4). The analysis results found that the sdh29 device arrived in good visual condition. The anvil half breakaway washer was present and cut indicating that the instrument achieved a full firing stroke; however the instrument was received fully loaded with staples. A new washer was placed on the instrument and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. While no conclusion could be reached as to how the washer was cut without the instrument deploying the staples, it is possible that the returned anvil does not belong to the returned device. A batch record review was performed and no anomalies were found during the manufacturing process.